Event description:
It was reported that there was an increase of the right ventricular (rv) lead superior vena cava and rv coils impedance to greater than 200 ohms. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the lead was returned and analyzed. The analysis was unknown/not analyzed. The partial lead was returned in segments and analyzed. The defib conductor was fractured. The outer tubing overlay had blood/body fluid, was melted, and had cosmetic environmental stress cracking. The inner insulation was melted. The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.